Event description:
A malfunction in the customer's insulin pump was reported, identified by the displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.